Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. Both events are for the same machine and customer. Device has not been returned at this time.

Event description:
Per PICC rn: sr 8 w/pinpoint gt technology sn: (B)(4) the system's entire image display is still going darker and darker gradually after 5 min of being in use. Its as if the back light is gradually going out.

Manufacturer narrative:
The device was returned to the service facility for evaluation. During evaluation, the reported issue of dark ultrasound image was unconfirmed. The scanner was evaluated and was found to function normally. The scanner ran for 24 hours and the display did not become darker. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. Both events are for the same machine and customer.

Event description:
Per PICC rn: sr 8 w/pinpoint gt technology sn: (B)(4) the system's entire image display is still going darker and darker gradually after 5 min of being in use. Its as if the back light is gradually going out.